Event description:
As reported, on (B)(6) 2016, during a laparoscopic cholecystectomy the tissue retrieval bag 100, 10mm introducer's purple tubing broke in half. Both pieces were retrieved. The procedure was able to be completed without any alternate device needed. There has been no patient or user injury with this reported incident. This report is filed on the basis of potential injury with recurrence. The complaint sample was disposed of by the user facility. No lot number was provided by the complainant. Attempts to obtain further information from the hospital were unsuccessful. The legal manufacturer, anchor products company, inc., has provided us with the device evaluation and complaint investigation. Please see report number 1416891-2016-00008 filed by manufacturer.

Manufacturer narrative:
This supplemental report corrects three minor discrepancies in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document # (B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness.